Event description:
Pt underwent revision of failed right thigh tibial osteotomy with fracture of internal fixation. The plate was fractured along the anterior superior surface. In addition there were fractures of the distal screws applied to the plate.